Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(4), corrected data: (report source) updated from "foreign, distributor" to "foreign, distributor, user facility".

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the radical-7 touch devices were found to have very low alarm volume and not audible even after adjusting to maximum, which is very critical since its in the nicu. No known impact or consequence to patient.